Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display and troubleshooting was performed for the same. Customer¿s blood glucose level was 480mg/dl. Customer performed self test and it passed. Insulin pump will not be returned for analysis.